Manufacturer narrative:
This is 1 of 2 reports filed for the each of the overlaped stent implanted. The subject device is not available.

Event description:
In the european journal of radiology it was published that during follow up of a patient that had two stent implanted in overlapping formation to treat a vertebral artery dissected aneurysm (vada), died of cerebral infarction. Review of patients who underwent endovascular treatment for vadas occurred from october 2000 to 2011. No further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, stroke and patient outcome of death are known risks associated with endovascular procedure and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
In the european journal of radiology it was published that during follow up of a patient that had two stent implanted in overlapping formation to treat a vertebral artery dissected aneurysm (vada), died of cerebral infarction. Review of patients who underwent endovascular treatment for vadas occurred from october 2000 to 2011. No further information is available.